Manufacturer narrative:
Investigation found a tear on the exposed portion of the soft cannula. The size of the tear is small but enough to cause a leakage that diverted fluid from leaving the fluid path at the distal tip of the soft cannula. Although damage to the exposed portion of the soft cannula was observed, the timing and cause could not be determined. It also could not be determined whether this damage contributed to the reported event, the downloaded data shows no drive stalls or timeouts that could indicate a failure of the pod to deliver insulin. Further inspection of the device found no other damages or defects that could contribute to a failure of the pod to deliver insulin.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with insulin via intravenous therapy and fluids.